Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated the set screw was found in the connector bore. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant products: 6931 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on both the rv and svc coils. X-rays were performed that noted that the right ventricular lead pin associated with the active rv coil was not properly inserted into the device. The device was replaced due to reaching normal elective replacement indicator. The leads were tested and found to be within normal limits when attached to the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.